Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, but user error should be considered as the patient did not check the time after a battery change.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged having blood glucose (bg) levels that ranged from 400 mg/dl with moderate ketones to 58 mg/dl with irritability. Troubleshooting with customer support found, starting on (B)(6) 2014, that when the battery is removed for less than 24 hours, the time/date goes to default settings. The patient didn't notice this time/date issue for a while, and when they did, they didn't set am/pm correctly in the pump: the pump displays the verify screen after a battery change, and IFU states that the time and date must be set to confirm the verify screen. The complaint is being reported because the patient experienced hyperglycemia following the user error of not reviewing the time/date after a battery change.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Pump was exercised for 24hrs to ensure the internal battery was fully charged: after 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power, the time and date reset to 12:00am 1/1/2007. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. Battery compartment is cracked at the case seal. Returned battery cap was able to attach to the pump and was used to complete all testing. The black box shows an unexplained power on reset on (B)(6) 2014 17:12. When pump was powered back on the default time/date of 01/01/2007 00:00 was recorded; the date/time was not corrected at this point. Pump continued to run on default time/date until 01/01/2007 23:08 when a manual time/date change was made to (B)(6) 2014 04:22. The tdd¿s add up correctly. A delivery accuracy test was successfully completed pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.